Event description:
It was reported that a patient's right ventricular (rv) lead exhibited high capture threshold. The rv lead was explanted and replaced. The patient condition was not known.

Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with dried blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.